Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -14.5 into the patient's left eye (os) on (B)(6) 2022 on (B)(6) 2022 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim#: (B)(4).